Event description:
Patient had new frequent emesis during dayshift and at the change of shift he continued to have more emesis, color was clear/opaque, volume was large at the start of shift. Registered nurse (rn) paused the feeds. His nasojejunal tube (njt) came out about two inches out his nose; rn re-taped the njt tube. Rn updated the provider regarding the emesis and how it smelled slightly like formula and asked to order a kidney, ureter, and bladder (kub) x-ray. Patient continued to be uncomfortable and frequently coughed, gagged and vomited, which became green in color and less volume. After the mds viewed the kub, there seemed to be a kink in the tube and so decided to remove the njt. After rn removed it, njt was fully intact; however, at the kink there was thinning of the njt and an open slit; mds were notified. Patient felt much more comfortable and stopped coughing and gagging after njt removed. Per md, patient to transition to IV meds and IV fluids for the night. Product had kink with weakened tube integrity, product disposed.